Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 1/8/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: the products referenced in this event are j&j. However, a complaint was filed with mckesson medical-surgical under internal complaint number (B)(4). Could you please clarify the details of that complaint? Mk (please refer to the attached email) medical-surgical has opened their own separate complaint regarding this same instance. Our (mk) (please refer to the attached email) product complaint team has sent this over to j&j for review. Please confirm whether the seven products listed in this complaint are all manufactured by j&j. All seven products are manufactured by j&j and were sold/shipped by mk (please refer to the attached email). Please confirm whether the products will be sent to j&j. The product will not be sent back to j&j as j s p (please refer to the attached email) surgery did not keep the faulty product. How many devices demonstrated the alleged deficiency in each case on (B)(6) 2025 and (B)(6) 2025? Do you have any photos available for visual analysis? The last 10 sutures in the pack were very weak and kept breaking. This happened while dr. (Please refer to the attached mail) was suturing a patient on (B)(6) 2025 and again today on (B)(6) 2025. I don't have photos. 3 sutures broke during closure on (B)(6) 2025 and 3 or 4 on (B)(6) 2025. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported by healthcare professional that they have had 2 instances where these sutures have been breaking off during surgery. It seems that approximately the last 10 sutures in the pack were very weak and kept breaking. This happened while dr. Was suturing a patient on (B)(6) 2025 and again (B)(6) 2025. They said that there were probably 7 total sutures out of that box that broke with very little tension and they couldn't be used. No patient consequence has been reported. Device availability was unknown. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/4/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.